Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015 the patient presented to the clinic for "control" and a driveline infection at the exit site was noted. The patient¿s laboratory values were: lactate dehydrogenase (ldh) 361 u/l, inr 2.1, hematocrit 24.5%, and c-reactive protein 10.25 mg/l. On (B)(6) 2015, the patient was hospitalized with a reported inr of 3 and ldh of 1257 u/l. The pump parameters remained at baseline at this time. On (B)(6) 2015, the patient¿s inr was 1.7 and the ldh was 2034 u/l. The patient was on coumadin, clexane, aspirin, plavix, and a heparin infusion. On (B)(6) 2015, the ldh was elevated to 3085 u/l, the inr was 2.6 and the patient experienced hematuria. On (B)(6) 2015, the patient¿s ldh had slightly improved to 2359 u/l and the inr was 2.6. The patient's urine was normal at this time. An echocardiogram revealed that the aortic valve opened with every heartbeat, the interventricular septum was shifted to the right, there was first degree aortic insufficiency, second and third degree tricuspid insufficiency, third degree mitral insufficiency, and mild pulmonary insufficiency. The systolic pulmonary artery pressure was 40 mmhg, the left ventricular end diastolic diameter (lvedd) was 8.00 cm, the left ventricular end systolic diameter (lvesd) was 7.30 cm, the left atrial diameter was 5.50 cm, and the right ventricle diameter was 2.00 cm. A CT scan found no obstructions or pump malposition. The patient was placed on the urgent transplant list due to suspected pump thrombosis. The patient was successfully transplanted on (B)(6) 2015.

Manufacturer narrative:
Although no thrombus formations were found during the evaluation of the returned pump, thrombus was confirmed via a submitted photograph from the time of the event. A submitted photograph of the proximal side of the inlet stator revealed a thrombus formation surrounding the inlet stator bearing cup. This deposition would have resulted in the patient¿s elevated ldh levels as well as the power elevations which were confirmed through the evaluation of the submitted log files. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis and infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 64 days. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (b)(6. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.